Manufacturer narrative:
This report is filed february 14, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection at the implant site however the issue could not be resolved. The device was explanted on (B)(6), 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2014.